Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call needle break. Customer's blood glucose level was unknown. Customer advised they were able to remove the needle that was inside of their body. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.